Event description:
It was reported that during central processing, the 0-degree endoscope was broken. There was no report of patient involvement. Intuitive surgical, inc. (Isi) followed up with the initial reporter to obtain additional information, however, no further details are available regarding the reported event.

Manufacturer narrative:
The 0-degree endoscope has been evaluated by the failure analysis (fa) team. Fa was able to confirm/reproduce the reported complaint. The endoscope was visually inspected and was found to have a missing gear. The root cause was attributed to manufacturing. Additional observations not reported by site: the endoscope was visually inspected and found with minor cuts to the cable insulation. The damage was located at zone a near integrated connector of the endoscope cable. The endoscope was evaluated and found with a camera instrument adapter defect. The endoscope was placed through friction test using a screening aide to manually rotate the adapter to detect for friction. The camera instrument adapter did not rotate properly and/or noises were heard during testing and confirmed as binding. The camera instrument adapter was removed from the endoscope housing and evaluated. Fa found the attached endoscope adapter (aea) shaft bearing contributing to the friction. The probable root cause of this binding is attributed to component susceptibility to increased friction. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.